Event description:
It was reported by service report that the side rail could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the side rails could become unlatched during use due to missing compression springs. Upon completion of the manufacturer's investigation it was determined that the compression springs were not missing, but that the extension springs were missing. This would make it more difficult to latch the side rail, but the side rail would still be able to be latched and unlatched if needed, and would not become unlatched during use. Additionally, it was reported that the i.v pole pivot could potentially fall in an unintended direction due to a damaged weldment.

Event description:
It was reported by service report that the side rail could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.